Manufacturer narrative:
The returned computer was analyzed and the computer boots normally to the application screen and the installed applications start and run normally. The computer had a few bad sectors and it was determined that the computer storage was not functioning properly. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
System serial number updated/changed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not available at the time of reporting. Other relevant device(s) are: product ID: 9735225r, serial/lot #: (B)(4). Foreign country: (B)(6). The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the computer was replaced. The software was reinstalled and configured. The system was tested and is functional. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system had no signal when startup the system. No patient was present at the time of the event.